Event description:
It was reported by customer that the powerpicc grey peel away sheath over introducer buckled/crumpled during insertion, occurred multiple times. Not recent occurrences, details limited due to how long ago these occurred. The customer reported multiple events however the exact number of events was not provided to bd vascular access devices field assurance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.